Manufacturer narrative:
Investigation was performed on-site by our field service engineer. The reported failure could be confirmed. The air gas module was replaced but not returned for investigation. No ventilator logs were provided. Since the replaced part was not returned for investigation, the root cause of the failed internal leakage test during pre-use check has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).